Event description:
Alleged the siderail weldment on the pt's left hand side was broken and pulled apart from the frame of the bed. There were not pts involved and no injuries reported.

Manufacturer narrative:
The facility installed a new siderail to repair the bed.